Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pertains to 10 patients.

Event description:
On (B)(6) 2019: ¿dual mobility cup in total hip arthroplasty in patients less than fifty-five years and over ten years of follow-up¿ was reviewed for MDR reportability. The goal of the study was to compare the results of the dmc in patients aged less than 55 years and in patents aged more than 55 years. For patients aged less than 55 years (119 hips in total) were implanted with 2nd generation gyros cup and 67 had a corail stem. The rest of the stems were competitor. For patients aged more than 55 years (444 hips in total) were implanted with a 2nd generation gyros cup and 386 had corail stems. The rest of the stems were competitor. The following adverse events were noted during the study: less than 55 years old: one case of infection (unknown stem implanted). Two stems were revised due to mechanical failure (unknown stem). Two cups were revised due to loosening. Radiographic analysis indicated 8 cases of osteolysis with no revisions. More than 55 years old: two cases of infection (unknown stem implanted). Five cups were revised for loosening. Radiographic analysis indicated 16 cases of osteolysis with no revisions. Radiographic analysis indicated 5 cases of visible pe wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.